Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was cracked after the device, worn in a waistband, was struck and smashed by a water jug, and the user reported that blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included a replacement device shipment and instructions to return the damaged unit, with acknowledgement that data would not transfer and that the startup process would be required on the replacement. Investigation included review of the event details and coordination of device replacement logistics and inspection of the returned device. Investigation of this case revealed mechanical damage to the display from an external impact, consistent with physical stress to the device enclosure and screen, and not indicative of a product malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external impact.